Manufacturer narrative:
The device was not returned to the manufacturer for repair or evaluation. Complaint was generated due to nursing quality improvement/performance improvement based on past assessments of post operative "blistering" under tourniquet cuffs. This was not a specific incident, and the "blistering" occurred over an unk period of time on an unk number of patients. It was not confirmed if the cuffs were zimmer osp or a competitors. The complaint issue is related to cuff usage and not device failure. Per clinical follow-up, the customer is not using protective padding under the cuffs and is causing blistering by cuff application. Blisters and other cuff related injury is related user controllable factors such as cuff application, under cuff padding or sleeves, and topical chemicals in the tourniquet application site. Additionally, the condition of the patient's skin and application time may be factors in the occurrence of tourniquet induced blistering. This situation is indicative of an incomplete understanding of the usage of device cuffs and of the device IFU. The cause of the reported issue is likely a lack of understanding of the device IFU. An in-service training is being performed to resolve the issue.

Event description:
It was reported that the ats 2000 has caused a patient to blister. There was no report of injury or adverse patient consequences associated with this incident.